Event description:
It was reported that patients contacts have been fractured. Patient reports having undergone physical therapy in an attempt to help with the pain. The patient will undergo revision. It was reported that patient's contacts have been fractured. The patient underwent revision procedure. Patient is doing well. Removed the current system and replaced with linear 3/4 leads and a new alpha rechargeable battery system.

Event description:
It was reported that patients contacts have been fractured. Patient reports having undergone physical therapy in an attempt to help with the pain. The patient will undergo revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5076866.